Manufacturer narrative:
Known inherent risk of device (reherniation can still occur with use of device).

Event description:
Patient received barricaid at l4-5 level on (B)(6) 2021 without clinical complications. Patient complained left leg pain 4 weeks post-op. MRI indicated possible granuloma or reherniation. Patient complained about another cervical plate device (not related to barricaid) implanted, and due to that device issues, surgeon also decided to remove barricaid. Barricaid removal was performed on (B)(6) 2021 without any complication. Surgeon commented that the reherniation is not due to the barricaid implant.